Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous procedure. Later the pt experienced a cold foot and pain in the leg. The next day, the pt underwent surgical exploration and revascularization for an occluded artery. The device was removed. The surgeon reported the artery may have been too small for the device.